Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 211 mg/dl. The customer states the air bubbles coming from the reservoir troubleshooting was performed, but does not state the air bubbles were purged out. The device will not be returned for analysis.